Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the out of bound occurred during surgery on (B)(6) 2015, prior to the wound closure, when the verification of the blade insertion took place by means of the lateral and front images. Eventually this led to the reinsertion of the implants with a new blade. The surgery was complete with a 60-minute delay. The insertion failure had occurred despite the correct procedures. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: 04.027.055s - functional test was performed and could not reproduce reported problem. Blade could be locked and unlocked as foreseen. Device history record (DHR) review shows conformity to the specification as well. The affected lot was released after completed functional test. There are scratches visible on the implant, which indicates strong contact with the nail during insertion. This led us to assume that the blade was not correctly positioned during insertion. No indication for material or design related issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a out of bound occurred during surgery on (B)(6) 2015. Prior to the wound closure, when the verification of the blade insertion took place by means of the lateral and front images, this led to the reinsertion of the implants with a new blade. The surgery was complete with a 60-minute delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device malfunctioned during the procedure on (B)(6) 2015 ¿ it was not implanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.